Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). Field d4 UDI was left blank because the manufacturing date for the name device is before 2015, thus a UDI is not required. The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: release valve was defective.